Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -6/+2.5/088 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The patient experienced low vaulting. Intraoperatively the lens was removed and replaced with a longer length lens. This resolved the problem.

Manufacturer narrative:
Claim#: (B)(4).